Event description:
A malfunction was reported on the customer's pump, and it was identified as displaying a "malf 0" code. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support provided the customer with instructions to reset the pump, which successfully resolved the malfunction without recurrence, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared and confirmed understanding of the guidance.